Manufacturer narrative:
Date of report received: 06/06/2019. MFR received date: 06/10/2019. Failure analysis on the returned blower motor shows that the reported complaint of air source fault was not duplicated. No fault was found on the returned moog blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 15feb2019. Date received by manufacturer: 14feb2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the blower assembly and power status overlay to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was generating an air source fault error code. No patient harm reported. Event date not specified; estimate used.